Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the system was explanted due to pocket infection. The infection was reported not to be device related. The patient was seeing a small bump he assumed was a suture and opened it to pull out the suture. Site got infected and patient self-treated before going to the doctor. Patient is stable and admitted to ICU for treatment of infection.